Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that when two (2) firstpass bit the meniscus and were removed from the body, the capture windows fell off inside the patient. All the broken pieces were retrieved. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4). H11, h3, h6: the reported devices were received for evaluation. A visual evaluation showed two devices were returned together, no lot identifications, and without any original packaging. Device one, the suture capture has been disconnected from the upper jaw. The returned suture capture is deformed but not broken. Bio debris is present. No other visual deficiencies. Device two, one side of the suture capture has been fractured from the upper jaw. The returned portion of suture capture has been placed back into the jaw backwards. Bio debris is present. No other visual deficiencies. A functional evaluation of device one showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. Device two cannot deploy the suture passer needle through the capture which is in the jaw backwards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness or damage or debris on the device tip between passes). Based on this investigation, the need for corrective action is not indicated.